Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump did not detect the cartridge during the load cartridge step. Contamination was observed on the force sensor. Unrelated to the event evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Correction number 2531779-03/24/2010-003-r.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump did not detect the cartridge during the load cartridge step. This report is being made based on evaluation results.